Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc2525c94te, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in an unknown endovascular treatment. It was reported during regular CT follow-up about a year later, a type iiia endoleak was suspected between the two valiant navion stent grafts. Intervention was then performed, where another valiant stent graft was implanted to cover the overlap zone. Final angioram was performed and no endoleak was observed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.